Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-mar-07. The patient¿s information and device information was provided, and the weight was unknown. It was reported that the catheter was not cut during the surgery. During a fusion, the tip of the catheter came out of the intrathecal space. The rep had the surgeon insert a new spinal segment into the intrathecal space, shorten it, then cut the old piece off and connect the new spinal segment to the old catheter. This event was reported to the rep by a coworker. The issue has been resolved. The current status was reported as, ¿the patient went through a catheter revision as stated above.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial # unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was not reported. The reason for use was not reported. It was reported that the neurosurgeon was doing a fusion and cut the catheter inadvertently. At the time of the call, the rep was driving to assist with next steps. There were no known issues confirmed at time of the call as this was to be repaired in the same procedure. The procedure was not related to the pump or therapy (fusion). The rep then called back on the same day and stated when he got to the case he was notified that the catheter had come out of the intrathecal space. The catheter was cut when he got there and clamped, and they opened an 8781 to use the spinal segment. The old catheter was an 8780 uncut 114.3 cm 0.251 ml. 28 cm was removed from the old catheter. They removed 36 cm from the 8781 spinal segment 66-36 = 30 cm. Then they updated the programmer to new length of catheter, 116.3 cm x 0.0022= 0.255 ml. It was reviewed that only the spinal end would need to be primed 30 cm (new piece) x 0.0022 = 0.066 ml- total prime volume. The rep had to go since he was still in the or so no additional details could be collected as pump needed to be updated while the patient was on the table. There were no further complications reported/anticipated.